Event description:
It was reported by the rep that the (1) er420 was used during a laparoscopic cholecystectomy. It was reported that the clips started scissoring. Surgeon was not aware of the use of excessive force on the clip applier that would have misaligned them. The case was completed with another clip applier. There was no consequence to the pt.